Manufacturer narrative:
Device eval by MFR: the catheter was returned for analysis; moreover, it was observed broken at proximal end section. The section detached was not returned. No other issue or device was returned. Microscopic inspection revealed the device was observed broken at proximal section and the pigtail section shows evidence of calcification. Functional inspection was performed by using a 0.038" mandrel, and the catheter was tested trying to advance it and resistance was felt inside the device.

Event description:
It was reported that the device was difficult to remove. A 6f flexima apdl drainage catheter was selected for use. During a drain exchange, it was noted that the pigtail stayed locked and would not release, which made it very difficult to pull the device out. The physician had to use the shaft of a 7f sheath over the nephrostomy positioned up to the kidney for additional support. The procedure was cancelled, and the patient was rebooked for further intervention to have the drainage catheter replaced. The patient was fully recovered, and no further patient complications were reported.

Event description:
It was reported that the device was difficult to remove. A 6f flexima apdl drainage catheter was selected for use. During a drain exchange, it was noted that the pigtail stayed locked and would not release, which made it very difficult to pull the device out. The physician had to use the shaft of a 7f sheath over the nephrostomy positioned up to the kidney for additional support. The procedure was cancelled, and the patient was rebooked for further intervention to have the drainage catheter replaced. The patient was fully recovered, and no further patient complications were reported.